Manufacturer narrative:
Device not returned. Cause of death is unknown. Information whether the device was explanted prior to death or if an autopsy was conducted also is unknown. Despite our attempts to receive further information regarding the device, patient history and event, no response or sample for evaluation was received from the health-care provider. From the returned implantation data card, it was learned that the patient had a re-do mitral valve surgery for valve and atrial ventricular dehiscence. The previous mitral valve replacement was on (B)(6) 2002. Make/model and size of that device is noted only as "not edwards lifesciences". It was also noted that this patient was an "active smoker prior to surgery". The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Investigation is on-going.

Event description:
An event was received through the edwards lifesciences implant patient registry. This "registry" is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. Patient and device status are reported through the registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received by edwards as a conventional customer complaint. In this case, the patient expired after an implant duration of 9 days (0.30 months) due to unknown reasons.

Manufacturer narrative:
Additional manufacturer narrative: it has been learned though follow-up with the healthcare provider that the device did not cause or contribute to the patient's death. This event was reported in error.

Event description:
This event was reported in error. Through follow-up with the healthcare provider, it was learned that although the patient expired the day of surgery, the edward's valve did not cause or contribute to the patient's death.